Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that fluid was inside a bag that contained the device which suggested leak has occurred. The location of the leak could not be determined. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from an unknown location, prior to patient use. The set was filled with fluorouracil 2680mg filter spike 1mg in 0.9% sodium chloride. There was no patient involvement. No additional information is available.